Event description:
Technician alleged that the bed exit alarm is not giving an audible tone at the bedside. No pt impact.

Manufacturer narrative:
The technician found the enunciator on the bed exit power control board is bad. The technician replaced the bed exit power control board to resolve the issue.